Event description:
Home patient (hp) reported a tingling sensation, similar to an electrical shock, while using the homechoice cycler for apd therapy. Follow up with the hp revealed that during the fill phase of apd therapy they noted a tinglng sensation in their toes and their legs where the lines of the homechoice set were laying. Hp related that when they turned the power to the device off that the tingling sensation dissipated but would return when the device was powered back on. There was no pt injury or medical intervention as a result of this incident.